Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump shut off in the middle of the night and that it got stuck on a boot cycle. It had been raining and moisture was visible under the screen. No blood glucose reading was provided.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage at electronic assembly. Also, it was received with moisture damage on the motor, keypad, battery tube and vibrator assembly. The insulin pump was unable to test current off no power due to blank display. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.